Manufacturer narrative:
Investigation is pending from the contract manufacturing organizations.

Event description:
The vonvendi did not go into solution and had particles floating around. It was unable to be used.

Event description:
The vonvendi did not go into solution and had particles floating around. It was unable to be used. Additional information received on 19 dec 2025: the patient did not miss a dose and the product was stored in a consignment fridge.

Manufacturer narrative:
The complaint is not confirmed after evaluation and review of manufacturing processes. No manufacturing issues were reported that could have contributed to the quality of the product or to the reported problem. Without a physical sample, this complaint cannot be confirmed. Therefore, no escalations, deviations, and corrective and / or preventative actions are warranted at this time. No root cause related to manufacturing was identified.